Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware date updated to 18feb2022. Results code corrected to no device problem found.

Manufacturer narrative:
Become aware date updated to 18feb2022.